Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were hospitalized. Their meter was showing battery icon. The result on their meter was unknown. The result on the hospital meter was 679. The time differece between patient's meter and hospital meter was unknown. Treatment was unknown. No further information has been reported.